Event description:
Hold. Ng 1/2/13.the reporter indicated that a vns patient was admitted to the hospital on (B)(6) 2012 due to seizures, where the patient later exhibited additional adverse events which included asystole, bradycardia, aspiration, and coughing. The patient latter died on (B)(6) 2012 at 4am in the hospital due to cardiac arrest, and the death was witnessed. X-rays reviewed by the manufacturer on (B)(6) 2013 noted no anomalies. The reporter later stated that the coughing and aspiration were related to pneumonia, and that the increase in seizures was related to the fact that the patient is known for "periodic flurries of seizures." After the patient was hospitalized the vns was disabled using the magnet, and bradycardia recovery was noted. The reporter also stated that the patient had four heart attacks before the vns was implanted. The concurrent illnesses/diseases include pneumonia, developmental delay, heart attacks (x4), stroke, lung cancer, cerebral palsy, absent corpus callosum, and mental retardation. It was not known to the reporter if the vns was explanted after death. It is not known if an autopsy was performed. The reporter stated that he tried to obtain information from the hospital staff that regarding the patient's condition, but they did not respond. The physician stated that the patient was very ill who was in his 20's with a "5 year-old body", and had bad seizures, no corpus callosum, suffered a stroke and had a peg tube all before the vns was implanted. The patient's medications were changed on (B)(6)2012 to compensate for the vns being disabled with the magnet. Per the reporter, the relationship of the death to the vns is unknown.

Event description:
New information was received indicating that the implanted vns products were not explanted prior to the funeral.